Event description:
The user experienced difficulty in placing the iab over the wire guide. Several attempts were made before trying another catheter. There were no patient complications.

Manufacturer narrative:
Co's evaluation indicates that the user kinked the spring wire guide and it became lodged in the catheter. Both the spring wire guide and catheter lumen were found to be within specification.